Event description:
It was reported that one day post implant the atrial lead had high unipolar and bipolar impedance and a polarity switch occurred. The lead was unable to capture at maximum outputs. The device was rechecked after the patient's dialysis treatment which showed within normal limit measurement for impedance, sensing, and capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.